Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of hypervolemia and fo requiring hd therapy for additional fluid removal. The cause of the hypervolemia and fo cannot be determined; therefore, no causality can be established. Given the pdrn¿s allegation and the limited information available, the liberty select cycler cannot be disassociated from the event(s). The manufacturer investigation of the suspect liberty select cycler is unavailable at the time of this investigation. Additionally, there is only partial ccpd treatment data available for the dates in question. As such, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event(s). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse (pdrn) called fresenius technical support to for an update on a previous complaint, in which it is documented that the patient is retaining water. The pdrn requested a replacement cycler and stated that the cycler overloaded the patient. Upon follow up, the pdrn stated that the patient was 4kg above their dry weight on (B)(6) 2019 due to the fluid volume overload and was able to successfully remove the excess fluid by completing 3 supplemental hemodialysis (hd) treatments. The pdrn confirmed that the patient is back to their estimated dry weight, has received their new cycler, and has continued peritoneal dialysis (pd) therapy without further issue. Additional information was requested but was not made available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.